Event description:
A constant 550 failure code. The biomed at the facility reported that there was no report of any patient injury or medical occurring as a result of this situation. Information was not available from the facility regarding when and where the failure occurred. No additional contacts were identified by the facility.